Event description:
Customer reported the panorama central station has lost communication, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system and verified the problem. Corrections included rebooting the system and clearing the system's error logs. Communication was reestablished. System was tested to factory's specs.